Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: during investigation, the black box shows evidence of a voltage drop resulting in a cs 177 ¿low battery¿ warning on the date of the complaint. There were no battery cap or cartridge cap returned. All testing was performed with test caps. The pump powered with a test battery cap. The battery cap could fully tighten. The battery compartment was found to be cracked. There was no evidence of contamination on the inside the battery compartment. All currents draws were within specification. The pup case was removed and there was no evidence of moisture or loose components inside the pump. A ¿battery life¿ issue was not duplicate during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).